Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that leaflet insertion in the mitraclip was confirmed by the entire cardiac team and a reduction in mitral regurgitation was noted. The mitraclip was deployed and the gripper line was retracted. The clip delivery system (cds) was being retracted from the anatomy when it was noted that the anterior leaflet came out of the mitraclip that was now only attached to the posterior leaflet in the patient with grade 4 functional mitral regurgitation (mr). A second clip had been planned and was now also placed to stabilize the first mitraclip. The second clip was successfully deployed, but the mr was only reduced to grade 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.